Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.